Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pt had a "non-functioning ins" that hasn't been working since 2012 per pt's physician. Technical services reviewed that pt had device implanted in 2009 which was explanted in 2017 and replaced with a new ins. Caller didn't know if comment made by physician was related to 1st implant or 2nd implant. Pt was not available at time of call. No further information is known at this time. Reviewed CT scan information.